Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this implantable cardioverter defibrillator (ICD) system. It was noted that the patient had been to the emergency room (ER) frequently due to appropriate shocks. ER notes mentioned the patient had low potassium and was started on amiodarone. Upon review of three stored ventricular episodes, ventricular fibrillation (vf) undersensing with inappropriate ventricular pacing and crosstalk signals that fell into blanking were observed. Technical services (ts) reviewed troubleshooting options and possible causes, however it was not possible to rule-out whether the provided pacing was proarrhythmic. This ICD system remains in service. No additional adverse patient effects were reported.